Manufacturer narrative:
Additional information: this report is a duplicate of report 9611594-2015-00169. Report 9611594-2015-00169 and report 9611594-2015-00178. Reference medwatch reports mw5041873 and mw5041726. Both medwatch report mw5041873 and medwatch report mw5041726 are duplicates referencing only one complaint. Report 9611594-2015-00169 was submitted for the one complaint. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
A notification was received by medwatch report number (mw5041873) and (mw5041726) stating the gastrostomy tube was placed and the procedure was uneventful. The patient complained of abdominal pain and the cat scan showed the tube was extraluminal with extravasation of oral contrast into peritoneal cavity. The patient underwent an exploratory laparotomy with peritoneal washout and replacement of the tube. No other information provided.